Event description:
End user states: "the on/off switch on her pronto has gone out on her. Issue started around last summer"

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model pronto, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.